Manufacturer narrative:
Follow-up # 1 date of submission 10/07/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2015 with the following findings: a review of the pump black box data showed cs 078and cs 064 alarms had recorded. During testing, the ez-prime sequence and a 24 hour duration test were successfully completed with no call service alarms occurring. The pump cover was removed and there was evidence of moisture observed on the motor flex and internal components of the pump. The complaint of a call service issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display screen was discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.